Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 28 mg/dl and 43 mg/dl. The customer reported difficulties with sensor glucose level of 40 verses blood glucose level and adhesive anomaly. The customer states having numerous readings, however after flatlining the patient treated by eating and taking glucose tablets. The blood sugar level increased to 312 mg/dl. The customer walked out of work to take care of blood glucose level of 43 and 92 blood glucose level after eating snacks in the care. The customer declined troubleshooting. The customer will not return the sensor for analysis.